Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead placement, the patient experienced a pericardial tamponade due to a perforation. The patient was rescued and the operation was stopped. The patient will be brought back at a later date for implant. No further patient complications have been reported as a result of this event.